Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had cannot find sensor signal error. Blood glucose was unknown. The customer stated he received a lost sensor signal. Blood glucose was 500mg/dl. The customer stated he had a high blood glucose event of 306mg/dl. Patient's current blood glucose was 172 mg/dl. Customer reports they do not feel okay to troubleshoot. The customer was advised to monitor the pump. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.